Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported an inform system blood glucose result of hi, which on the inform system indicates a result in excess of 600 mg/dl, at 1027. Patient was given 10 units of regular insulin. A 1058 lab sample was 21 mg/dl. Based on the 21 lab result, patient was immediately administered dextrose. At 1152 a laboratory value was 11 mg/dl, same inform system value was 22 mg/dl. Biomedical engineer noted that this vial of strips had been poured onto a nursing cart and had been used from that pile on the cart. Strips not available for return, replacement sent.

Event description:
The customer called to report a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.